Manufacturer narrative:
This report is submitted on march 15, 2024.

Manufacturer narrative:
This report is submitted on february 13, 2024.

Event description:
Per the clinic, the patient experienced a skin infection and subsequently was treated with oral antibiotics (specific date and duration not reported). The device was explanted on (B)(6) 2024 and there are no plans to reimplant the patient with a new device as of the date of this report.